Event description:
It was reported by a user facility that a saline bag back filled during recirculation. There was no patient involvement. The air separator and leaky flow pressure release valve were replaced. The machine was not put into circulation.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.